Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing and was not communicating. A technical support specialist (tss) identified that the external inbound processor service had stalled, causing over 7,000 messages to stop processing to the station. The service was restarted, after which all messages began processing correctly to the pyxis machine. The customer was contacted and confirmed that the issue was resolved and that everything was functioning as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a dispensing medication communication issue occurred with fdpa, in which medication orders were not crossing from the ordering system to pyxis. As a result, a miscommunication between medication orders and dispensing was observed. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.